Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard lump, swelling, tender and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, skin irritation, pain and infection: "precautions for use ¿ as a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) ¿ inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. ¿ indurations or nodules at the injection site"

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® voluma® to the mid cheeks. Three months later, the patient had another injection with juvéderm® voluma® xc in the marionettes. Another 3 months later, the patient developed firm lumps in the marionette area that were "pea-sized, a little tender." When the patient was reviewed 3 days later, the lumps were "bigger, more tender but still on in marionettes." Patient was given treatment with hyalase. On the following week, the swelling and tenderness worsened. Patient was reviewed by another physician and was given dicloxacillin. Three days later, symptoms continued to get worse and the "upper cheeks now starting to swell and feel tender." Patient was reviewed by the physician and was prescribed dexamethasone. Patient was reviewed by another treating physician a week later and the patient had no improvement. The treating physician feels the "lumps are worsening and spreading." On examination, the patient had "clinically swollen in lateral chin areas and right upper cheek extending to inner canthus." The lumps were "palpable - firm but rubbery in chin area, softer in cheeks, hard in right tear trough." There was no abnormality in the movement of mouth or eyes, no erythema, no pus and no fluctuance. There was acute tenderness. The treating physician's diagnosis is a "biofilm infection of the filler." Patient was nervous with "further injections" after discussing with the patient regarding additional treatment with hylase. Patient was then treated with hyalase and prescribed ciprofloxacin and clarithromycin. Patient was also told to stop taking dicloxacillin. The patient was reviewed for a follow up a week later and had "greatly improved." There was "softening especially around chin and reduction of lumps in chin and right cheek/tear trough" but there was "more firms lumps in left cheek." The patient also had a "very upset" tummy from antibiotics and "a bit of diarrhea." Patient also had an "achy right arm" but no abnormality was found on examination. Patient was then given additional treatment with hyalase and changed the antibiotic prescription to keflex. About 2 weeks pass and the patient's symptoms have had a large improvement but symptoms are ongoing. The patient's husband had been admitted to the hospital for cellulitis 5 days before the patient's initial reaction and the treating physician is considering the event could be link to the patient's symptoms. This is the same event and the same patient reported under MDR ID #3005113652-2016-00319 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® voluma® xc.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: symptoms have resolved.